Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens, and the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/13/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings:an attempt to download the pump history and black box data was unsuccessful. Visual inspection revealed that moisture was present behind the display lens and inside of the battery compartment. The battery compartment was found to be cracked through the u-groove. The returned battery cap was found to be free of damage. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display; the reported event was duplicated. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and evidence of moisture damage was found on internal components; this device failure directly caused the reported event.